Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump bolus calculations were inaccurate. During troubleshooting with tandem technical support, pump data was reviewed and showed that the user had entered an incorrect correction factor (1:7 instead of 1:70). Customer changed the setting and the pump calculated the correct bolus dosage. Customer reported that blood glucose (bg) level was impacted (291 mg/dl). Customer reported that elevated bg level would be addressed with a correction bolus.